Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its tidal volume levels being zero could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's tidal volume levels were zero. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.